Manufacturer narrative:
A device history record review was conducted. According to the device history record reviews, three lots were reprocessed for anomalies that did not contribute to the customer complaint. The device history record reviews do not point to a root cause because the lots were reprocessed and the product was released in accordance with all product acceptance criteria. No further anomalies were identified. A complaint history examination indicates that this is the twenty-sixth complaint received and the twenty-fifth complaint received for leaking against the trocar component lots. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the valved trocar cannula leaked during a vitrectomy procedure. The issue was resolved by replacing the product. There was no report of patient harm. The product sample was discarded by the facility. Additional information was requested.